Event description:
As a result of poor preoperative bladder function evaluation and insertion without diagnosing low detrusor activity, although urinary control/retention was able to be maintained, and the amount of residual urine increased conversely (it is in a situation where it cannot be removed/discharged by one switch operation/manipulation), it resulted in postrenal kidney failure. It is a very shameful process, and in a situation where we are watching the process with the channel open at all times, with enough explanation for patients. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.